Manufacturer narrative:
Implant date: (B)(6) 2009; exact date is unknown..

Event description:
A report was received that patient experienced loss of stimulation in his left leg. The patient had seven high impedances on one lead and the x-ray showed that the lead had migrated. The patient underwent a revision procedure and the old leads were explanted. New leads were implanted and the patient was doing well post-operatively.